Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred four days after the sensor had been inserted in the arm. The patient experienced hypoglycemia and called the ambulance, the bg reading was 61 mg/dl. There were no symptoms reported. The patient was taken to the hospital and treated there with fluids and gel. The patient couldn´t remember further details about the medication provided. On (B)(6) 2023 the patient was still receiving inaccurate readings, the cgm reading was 400 mg/dl and the bg reading was 186 mg/dl. The patient was discharged on (B)(6) 2023 and was stable. At the time of the report the patient was okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.